Manufacturer narrative:
UDI (B)(4). One versatru forcep was returned for evaluation with a large amount of biological tissue burnt onto the tines. Device history records (dhrs) were reviewed and no anomalies were found. On 09/17/2019, a multimeter was used to measure the resistance between two points along each tine. Both tips produced a current. Therefore, this complaint is not confirmed. It is most likely that the user experienced coagulation issues because there was too much biological tissue burnt onto the tines, limiting the amount of electrical current. Proper generator power settings are essential for performance and should be followed according to the IFU. The complaint condition was not able to be replicated. The complaint was not confirmed. Therefore, the device did not contribute to the complaint condition. The device met specifications.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that the surgeon didn't think that the versatru forceps were effective in managing coagulation and changed to using iscool bipolar forceps. Surgery completed without further issues and patient outcome satisfactory.